Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported prior to use of a 3.0x18mm xience sierra the stent dislodged from the balloon. There was no patient involvement and no clinically significant delay. No additional information was provided.